Event description:
It was reported that revision surgery was performed due to swelling and pain. During the revision surgery, it was noted that the pt had extensive metallosis but no polyethylene wear. It was also noted that there was loosening of the tibial component.